Manufacturer narrative:
Investigation summary: the device was visually inspected and a tiny red dot inside the pebax was observed. Then, during the second visual inspection, a hole and reddish material was observed inside the pebax and exposed metals. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were also observed within specifications. A manufacturing record evaluation was performed for the finished device 30171413m number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was a hole in the pebax with exposed metals. Initially it was reported that during the procedure, towards the end of the procedure, the force was progressively giving inaccurate readings with errors 86, 88 and shaft proximity indication. Re-zeroing resolved the issue for about 10 minutes, however, the accuracy of the readings was progressively reducing with the force vector being stuck in a single direction. The software issue was ruled out, as there were no problems at the beginning or mid-way through the case. It was suggested that the cable should be replaced, however, the physician decided to finish the case with the cable and catheter. Multiple re-zeroing of the catheter was required. The force issue was assessed as a not reportable issue as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On october 23, 2019 the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that there was tiny red dot inside the pebax. This finding was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On december 11, 2019 during additional analysis and testing, it was noted that there was a hole and reddish material observed inside the pebax and exposed metals. The finding of the hole in the pebax with exposed metals was determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on december 11, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is december 11, 2019.